Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 10.0 x40 75cm gladiator¿ balloon catheter was used in a procedure. However, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned device was attached to an encore inflation unit and positive pressure was applied when a pinhole leak was identified in the balloon material approximately 12mm proximal to the proximal edge of the proximal markerband. A visual and microscopic examination of the balloon identified no issues with the balloon material that have contributed to the complaint incident. A visual and microscopic examination found no damage or any issues with the markerbands or tip of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10.0 x40 75cm gladiator balloon catheter was used in a procedure. However, the balloon ruptured. No patient complications were reported.